Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the attempted lead was not defective, but multiple placement attempts failed to fully clear tissue from the helix. At the physician's request, a new lead was used. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to multiple placement attempts failed to fully clear tissue from the helix. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported. This rv lead will not be returned.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.